Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's hcp that the customer received emergency medical assistance due to low blood glucose, with blood glucose of 66 mg/dl at the time of the incident. The customer was using pump auto mode at the time of the incident. The customer used glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed and the caller will call back with more details. The insulin pump will not be returned for analysis.